Manufacturer narrative:
Citation: hilling-smith, r., smethurst, j., cockburn, j. Et al. Pre-procedural pacing bias among transcatheter aortic valves with higher post-procedure pacing rates: evidence from the UK tavi registry. Heart vessels (2020). Https://doi.org/10.1007/s00380-020-01703-z earliest date of publish used for event date in b3. Conclusion: no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding permanent pacemaker rates in patients who have received a transcatheter aortic valve implantation (tavi). All data were collected from the united kingdom tavi national database in 2015. The study population included 2 ,373 patients (predominantly male, average age 81 years), 680 of whom were implanted with medtronic corevalve, 1,223 were implanted with an edwards sapien and 405 were implanted with a boston lotus valve (no serial numbers were provided). Among all patients implanted with a corevalve, adverse events included: permanent pacemaker implant. No additional adverse patient effects or product performance issues were reported.